Event description:
It was reported that during normal follow up, the device was unable to be interrogated and entered back-up vvi mode. Patient is not pacer dependent and was asymptomatic. Device was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported telemetry anomaly and backup vvi was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was noted to be the cause of the telemetry anomaly and backup vvi.